Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product. 310c29 tissue valve, (B)(6) 2014. Product event summary: the full lead was returned and analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo and was observed to have blood ingression. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.